Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) pressed go to start therapy before connecting to the hc. The hp cycled power to clear the system error 2240 followed by a system error 2367 (see activity comment). The technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. The care giver (cg) would notify the nurse and start over with new supplies. The hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Provided the information in the event description, the problem has been confirmed to be a use error. Specifically, the patient started therapy without connecting. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.